Event description:
It was reported that almost 8 months post procedure a successful procedure on the internal carotid artery-communicating (c7 segment) on (B)(6) 2021, the patient experienced nihss1/cranial nerve vii deficit. According to site this adverse event was unlikely related to the procedure, the subject device, other stryker devices, dapt (dual antiplatelet therapy), and disease under study or underlying condition or disease. The adverse event is still ongoing. No additional information is available.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no adverse event. Section b2 outcomes attributed to ae - corrected - no other serious (important medical events). Section h1 type of reportable event - corrected - no serious injury. B5 executive summary - updated. D4 expiration date - added. H4 manufacturing date ¿ added. Section d catalog#, lot#, product long description, and gtin# - updated. F10 / h6 clinical signs code grid - health effect - clinical code - updated. F10 / h6 medical device problem code - device code grid - updated. H6 investigation conclusions - conclusion code grid - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the subject device was opened and used. It was implanted and completely covered the aneurysm neck. The surpass evolve device was successfully implanted, and no device defect was reported. As there was no allegation of failure or malfunction against the device an assignable cause of undeterminable will be assigned to the reported 'device within specifications.' The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that almost 8 months post procedure a successful procedure on the internal carotid artery-communicating (c7 segment) on (B)(6) 2021, the patient experienced nihss1/cranial nerve vii deficit. According to site this adverse event was unlikely related to the procedure, the subject device, other stryker devices, dapt (dual antiplatelet therapy), and disease under study or underlying condition or disease. The adverse event is still ongoing. No additional information is available. Update: upon rereviewing the event the reported adverse event "the patient experienced nihss1/cranial nerve vii deficit post-procedure" is unlikely related to the subject device. The physician did not take any action/ intervention due to this event. There was no reported permanent impairment of a body function or permanent damage to a body structure, no medical or surgical intervention to prevent permanent impairment of a body function or structure was performed and the event was not life threatening. There was no information to reasonably suggest that this type of malfunction would likely cause or contribute to a death or serious injury if the malfunction were to reoccur. Therefore, based on this information the event is deemed non-reportable and emdr redaction will be filed with an awareness date of 04-jun-2024.